Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Visual inspection was performed with the naked eye and no defect was observed that could cause a leak. All components are correctly placed and according to the specifications. Pressure testing and clear passage under water testing (under water at eight (8) pounds per square inch) were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked. During patient infusion with docetaxel (rate of 262ml over one hour), a leak was observed ¿around the filter at the end of the filter¿. The event occurred approximately 40 minutes into the infusion via an unspecified pump. The drug leaked onto the floor under the bag. A chemo spill kit was used for cleanup. There was no unintended drug exposure to the patient or clinician. There was no patient injury or medical intervention associated with this event. No additional information is available.